Event description:
The pt reportedly experienced necrosis of the skin at the implant site due to a hit or a mosquito bite. The surgeon created a new skin flap to cover the device. The pt is using the external processor. It was reported that there is no infection. Once more information is received, a supplemental report will be submitted.